Manufacturer narrative:
Explant of the device due to mild heart failure symptoms, regurgitation, and a "structure-like tissue" attached to the valve leaflets was reported. Images were received from the field which were consistent with the valve received. In addition, an echocardiogram image was also provided but could be interpreted due to poor resolution and being a still image. The investigation found that all three cusps had calcifications, thinning as well as loss of collagen, and tears/perforations. The tears were associated with calcifications. There was focal fibrous pannus ingrowth on the inflow surface of cusp 1. No inflammation, thrombus or vegetations were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The regurgitation could have been caused by the tears, which were associated with calcifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 a 19mm stented porcine,ao r,epic supra, was implanted in a patient due to aortic valve stenosis. In (B)(6) 2022, structure-like tissue was confirmed to be attached to the valve leaflets vegetation or thrombosis was suspected, but there were no signs of infection, so a thrombosis was strongly suspected. (B)(6) 2022 aortic regurgitation gradually progressed. The patient had mild heart failure symptoms for several months, and had the device removed on (B)(6) 2023. Replaced with a non-abbott device to complete the procedure. Upon explant, there was tearing of the valve leaflets, and perforation of valve leaflets. Patient status is stable.